Event description:
It was reported that the user sought assistance to disconnect from the ilet after difficulty performing supply changes due to arthritis and dexterity limitations, including challenges switching from teflon to contact detach sets and inability to obtain prefilled cartridges; the user¿s clinician advised discontinuation due to impaired sleep, and the user plans to transition to an alternative therapy with subcutaneous insulin pens. Symptoms included hyperglycemia with a reported blood glucose of 207 mg/dl and stress. Outcomes included user discontinuation of ilet therapy without hospitalization or alarms. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device alerts or malfunctions reported, and user-specific handling and supply-access challenges likely contributed to therapy discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.